Manufacturer narrative:
Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an anterior capsule tear occurred in the right eye during a laser assisted cataract procedure. The anterior capsule tear was noted before irrigation/aspiration and was located at 4 o'clock. The capsulotomy was free and floating. The original planned lens was implanted and the procedure completed.